Event description:
Alarms sounded from the pump. The pump was changed but the alarm continued. Then, the iab leaked and the iab was removed. A second iab was inserted into the pt. As a result of the event, the pt's blood pressure dropped. (Event complications: the pt had hypotension-reported 2/19/97. (Pt's current status: unk-rpt'd 2/19/97.)